Event description:
The procedure was wpw (wolf-parkinson-white) / psvt ablation. The patient got burned with the indifferent electrode (non-bwi product). The degree of burn was mild and the patient is in stable condition. The physician commented there was a possibility that the event had been caused by long duration of ablation.

Manufacturer narrative:
(B)(4). It was reported that the patient got burned with the return electrode (non bwi product). The physician commented there was a possibility the event had been caused by prolonged ablation, therefore the stockert generator was not sent for service. The device history record for stockert generator serial number (B)(4) showed that no manufacturing or test failure were noted during the manufacturing cycle related to functionality of the device. The device met all requirements prior to distribution.

Manufacturer narrative:
The indifferent electrodes (covidien electrodes) applied to the patient during the case were not the recommended to use by bwi with the stockert generator. The skin burn experienced by the patient was found mild after procedure, but the complaint became reportable due to the fact that at the follow-up visit the patient's skin burn was worsened and became keloid scar. Concomitant device: ez steer, thermocool nav bi-directional catheter us catalog # bni75tcddh lot # unknown. (B)(4).